Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump alarmed no delivery. The customer reported they had been at 499mg/dl. Patient's current blood glucose was 499mg/dl. The customer is going to change the set. The insulin pump will not be returned for analysis.